Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) is hospitalized in the intensive care unit (ICU). Upon review of the external strips, possible ventricular tachycardia (vt) or ventricular fibrillation (vf) events and pauses on the arterial line were noted. The device has not stored any events during these periods. Boston scientific technical services (ts) reviewed the strips and noise was discussed. Reprogramming options were discussed. No adverse patient effects were reported. At this time, this device remains in service.